Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) regarding the falsely elevated discordant patient result obtained for sodium (na) on a dimension® 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. A siemens field service engineer was dispatched to the site. Hsc has reviewed the information provided by the customer and the field service report. The parts replaced by the field service engineer (fse) are considered normal troubleshooting/maintenance. The initial discordant sodium result was not reported. Repeat of the same sample yielded sodium results that matched the patient's clinical history. Based on the results of the investigation, no product non-conformance was identified with the assay or the instrument. The cause of the event is unknown. The customer and system are fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated sodium (na) result was obtained on a patient sample on a dimension® vista 500 system. The discordant patient result was not reported to the physician. The customer reprocessed the same patient sample on an alternate dimension vista system. The reprocessed sample sodium result was lower, matched the patient's clinical picture, and was reported to the physician. There are no known reports of adverse health consequences due to the discordant falsely elevated sodium result.